Event description:
It was reported that during a bariatric (video laparoscopy) procedure, the surgeon informed that the reloads did not staple until the end, in other words, they did not staple totally. But the surgeon continued to use these reloads and there were no replacement of them. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with five cartridge reloads present. Cartridge (b) ecr45b, g5zu8e was received fully fired and in good visual conditions. Cartridge (c) ecr45b, l5453e was received fully fired and in good visual conditions. Cartridge (d) ecr45b, j5hl6n was received fully fired and in good visual conditions. Cartridge (e) ecr45g l54f4w was received fully fired and with damaged on cartridge deck. Cartridge (f) ecr45d l5441z was received fully fired and with cartridge deck damage. The found damage on the deck (e, f) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: were the staples formed properly? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Were the staple line and cut line equal in length? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product?